Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was 502 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device had no button error alarm noted during testing. However, it was received with no button response due to flattened act button keypad dome. The button keypad connector was found closed properly during visual inspection. We were unable to perform functional test due to keypad anomaly. A minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window was noted during visual inspection.